Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted blood and body fluid on the lead's terminal pin that had to be removed to see underneath. There was a setscrew mark on the terminal pin. The helix mechanism was retracted and dried blood was noted in the helix housing and tissue was entwined in the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional. The lead then underwent additional cleaning during the decontamination process. Subsequently, the helix mechanism still could not be extended/retracted. An x-ray was taken of the lead and revealed that the conductor coils distal of the terminal pin were deformed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was able to confirm the irregularity in helix function was most likely due to the tissue entwined in the helix. Analysis was unable to confirm the other clinical observations during testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited normal measurements during the post-implant check. At the next follow-up one month later, the pacing thresholds had increased, the pacing impedance had decreased, and r-wave measurements had decreased significantly. A lead dislodgement was suspected, but no changes were made to the system at that time. At the next device check three months later, the rv pacing thresholds had increased even more, and the pacing impedance and r-wave values had also increased. The patient was scheduled for a lead revision the following month. During the revision procedure, the rv lead was tested on the pacing system analyzer (psa) and the pacing threshold measurements were improved. However, blood was noted in the rv and also the right atrial (ra) ports of the device header. While repositioning the rv lead, it took 35-40 turns to retract the helix. When the lead was positioned with good measurements, the helix could not be extended despite turning the fixation tool slowly 40-50 times. The lead was explanted and replaced. As the ra pacing thresholds were elevated, the physician planned to reposition that lead as well. However, the helix did not retract after 15-20 turns. The physician turned the fixation tool 20 times in the clockwise direction to ensure the helix was still extended and left the ra lead in place. No additional adverse patient effects were reported.